Manufacturer narrative:
A review of the detailed hospital report, describes the source of the infection as, "enterococcus." According to literature, "enterococci are bacteria, which are normally found in a person's gastrointestinal tract (gut or bowel) and the female genitourinary tract without causing a problem or infection...the bacteria may cause an infection if it gets into particularly, blood, wounds or urine. The bacteria do not normally cause infections in healthy people, but may in those whose immune system maybe severely weakened..." The literature also states, "in hospitals it [enterococci infections] can be picked up from surfaces or objects contaminated with enterococci when these surfaces are touched. It may also be spread directly from person to person particularly from health care workers hands if they are not cleansed between contact with patients" or by contact with soiled fabrics on health care employs' clothes. A review of the manufacturing record reveals that the graft passed the limulus amebocyte lysate (lal) gel-clot assay and the serology reports from the tissue bank revealed that the donor was found to be eligible for tissue donation by testing performed at a clia certified FDA registered laboratory.

Event description:
It was reported that patient underwent surgical fixation of a fractured calcaneus on (B)(6), 2012. It was also reported that the patient developed symptoms of an infection on (B)(6), 2012. Blood work results on (B)(6), 2012 revealed enterococcus faecalic growth. No further information has been received to date.

Manufacturer narrative:
No new information was received the hospital. Hospital is currently investigating root cause of infection no product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Device remains implanted.